Event description:
During a leadless pacemaker (lp) implantation procedure, the catheter was unable to engage into tether mode. The physician attempted to redock the device, however the lp prematurely separated from the delivery catheter. Additionally, it was not possible to align the tethers of the delivery catheter following the procedure. The lp was successfully implanted and the patient was in stable condition.